Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an audible alert. Review of a remote transmission showed that an alert was triggered for high out of range (oor) rv defibrillation impedance, and a previous alert had been triggered three years prior. It was also noted that the lead has a history of short v-v intervals. The lead remains in use. No patient complications have been reported as a result of this event.